Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. Visual inspection identified a cut in the tubing. Functional leak testing determined that there was a leak in the tubing. The initial investigation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be due to the operator's use of a sharp object to cut the plastic wrap from the tubing rolls. Operators are instructed to use a hook knife that is covered in plastic which prevents the knife from cutting into the tubing. In order to address this issue, operators responsible for the removal of the plastic wrap from the tubing rolls were made aware of the importance of inspection and to only use the hook knife during this production step to prevent the inadvertent cutting of tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink buretrol set was observed to be cut near the luer lock. The cut appeared to be made by a utility knife when the case was opened. The cut was observed when a nurse was getting ready to prime the set. There was no patient involvement. No additional information is available.